Manufacturer narrative:
The sample was not returned for evaluation. As reported there may have been adipose or dermis that could have contributed added stress on the tubing when pulling through the abdomen, causing the issue to present. However, without having the sample to evaluate, no conclusion can be made. As reported there was no injury to the patient and no surgical intervention as the surgeon chose to leave the detached portion of the device in vivo. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided or if the sample is returned for evaluation, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2018 a ventralight st w/ echo ps was being used during a robotic assisted umbilical hernia repair. The surgeon did not pre-suture the defect. The inflation tubing was initially cut on the white lines marked on the tubing. As reported the yellow anchor became detached from the echo ps inflation tube. The surgeon chose to leave the detached portion of the device in vivo. As reported there was no scar tissue present but there may have been adipose or dermis that could have contributed added stress on the tubing when pulling through the abdomen. There was no injury to the patient.